Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
The device was broken at the warehouse.

Manufacturer narrative:
Visual inspection confirms that the device was fractured and that a piece was missing and not returned. The fracture occurred on the superior lateral anterior corner of the central post. The reported issue has been previously investigated and a device history record review is not required. The device was manufactured on march 19, 2014, had a field life of two years and three months, and was used an unknown number of times. Therefore, with this extended time of use it is assumed the device left zimmer biomet control conforming. The device is used for treatment. This device was damaged outside of surgery and was in transit while the event occurred. Therefore, damage while in transit is considered as the root cause.